Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Olympus is awaiting additional information from the original equipment manufacturer (OEM). This report will be updated if additional information is received regarding the device malfunction or impact to the patient. To prevent injury to the patient, the device instructions for use document 08021 rev. Be warns ¿do not insert this device if it has been kinked or damaged prior to use ¿ replace with undamaged product¿. Also, ¿avoid contact with sharp objects as the device can be easily nicked¿. The document also warns not to advance the device if resistance is felt or the dilator is missing. The placement of the dilator/sheath assembly must also be confirmed via fluoroscopy. The instruction manual also specifies compatible guide wire dimensions.

Event description:
Olympus was informed that during a therapeutic ureteroscopy and laser procedure, a longitudinal piece of the dilator tip of the device broke off into the patient¿s bladder. The fragment was retrieved using grasping forceps. There was no reported patient injury. The procedure was completed with another similar device. It was reported that the clinician had noticed that the device tip was at an unusual angle prior to insertion of the device into the ureteral orifice. The device had then been inserted using a separate olympus ptfe guidewire, which was later also observed sticking out of the side of the dilator tip. It was reported that the device had been inspected prior to use with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for broken off tip. The dilator tip was broken off, and the fragment was also returned. The evaluation confirmed that all material was present with none left behind in the patient. The evaluation noted that potential factors for the breakage are environmental exposure conditions and/or user technique.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The original equipment manufacturer (OEM) performed a manufacturing and quality control review for the affected lot and found no non-conformities or deviations related to the reported issue.